Manufacturer narrative:
Device failed to vibrate during self-test due to corroded battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump stopped vibrating and it beeps instead even though the audio was turned off. The customer stated insulin pump did not vibrate during the vibrate test portion of the self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.